Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a nick on the side of the bowel grasper instrument's shaft. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black tube insulation was damaged at the distal end. The insulation was gouged in multiple locations and had a section lifted up roughly 4.25 inches above the instrument's snake wrist. When the lifted up section was pushed, down, it covered the exposed section of the shaft, suggesting that no material was removed. Additional observations not reported by the customer was a bent shaft. The shaft was bent roughly 5 inches above the instrument's snake wrist. The bent location coincides with most of the insulation gouge locations. The distal end wobbles when the shaft was manually rotated. No other damage was found. Evidence not conclusive but the bent main tube may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.